Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was prompting an 'er5' message. Per the owner's booklet the meter displays this error message when it has detected a problem with the test strip. This complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone to obtain additional information. The patient reported that the alleged error message began to appear approximately 3 months prior to contacting lfs. The patient informed the cca that he manages his diabetes with a combination of medications, but denied taking any action regarding his usual diabetes management regimen in response to the alleged error message. The patient claimed that a couple of weeks after the meter issue started he developed symptoms of 'weeping in legs and water retention.' On an unspecified date/time after the issue began, the patient reported that he saw his hcp during an office visit. The patient reported being treated with antibiotics. The patient informed the cca that his blood glucose was '31' when tested with a lab instrument. It is not known if the patient developed symptoms suggestive of a low blood glucose or if he received any medical treatment in response to the low blood glucose reading obtained with a laboratory instrument. At the time of troubleshooting, it was noted that the patient was following the correct testing technique and the test strips appeared in good condition. The alleged meter error message remained unresolved. This complaint is being reported because the patient reportedly obtained a blood glucose reading below 40 mg/dl on another device after the alleged meter issue began.